Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that her son experiences critical lows around approximately (B)(6) 2016, which result in caregiver intervention. Patient's mother reports these incidents take approximately 100 carbs to bring the patient back to functioning levels. The patient's mother states that orange juice and other sugar-rich substances are administered in order to bring the patient's conscientiousness back. Currently, the patient is not on any medication and is currently safe in his daily routine of school and home activities. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of low blood glucose levels, resulting in loss of conscientiousness.

Manufacturer narrative:
(B)(4).